Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (25 mg/ml at 3.022 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that it had been 2-3 hours since the patient had the MRI and the pump had been interrogated multiple times after seeing the motor stall message, but the reporter never saw a motor stall recovery message. The hcp had also reset/updated the pump with the original values. It was recommended that the hcp continue interrogating the pump until the motor stall recovery message displayed; however, the hcp had sent the patient home.